Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. Aortic neck was conical in shape and 24 mm in diameter at the renals and 28 mm distally over a length or 2 cm with mild 20 degree left-right angulation, mild calcification, and mild thrombus. The iliacs were aneurysmal and moderately calcified. After the endurant bifurcated stent graft was deployed, an unknown endoleak, possibly a slight delayed type I or a type iii fabric endoleak, was seen from the right side/ipsilateral side of the main body near the crotch area. The endoleak did not appear to be a blush/type IV endoleak. The main body was ballooned with a reliant balloon but the endoleak was still present. A 16x16x82 endurant limb was then used to reline the ipsilateral limb/flow divider area and re-ballooned, but the endoleak did not improve. There was no further intervention, and the patient will be monitored by the physician. No additional clinical sequelae were reported, and the patient is fine. (B)(6).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (lack of information, cause of event is unknown). Evaluation, conclusions: (lack of information, cause of event is unknown).